Manufacturer narrative:
Titan touch pump, cylinder 1, and detached connector/exhaust tubing were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. A site of leakage was identified underneath the connector on the piece of detached exhaust tubing. Inspection of the connector revealed that the connector appeared to be damaged/cracked. Based on examination of the returned product, it was concluded that the connector which was connecting the exhaust tubing of the pump to the exhaust tubing of cylinder 1 had been leaking. A failure of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted and replaced as the device had lost fluid from the reservoir and was no longer functioning properly. The device¿s tubing was shortened to customize the fit for the patient¿s anatomy during the initial procedure. Upon explantation, it was noted that one of the connections to the left cylinder came apart rather easily. It was the physician's impression that¿s where the device was losing fluid. That cylinder and pump was replaced with a new one. The old reservoir was refilled and left in place.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced as the device had lost fluid from the reservoir and was no longer functioning properly. The device¿s tubing was shortened to customize the fit for the patient¿s anatomy during the initial procedure. Upon explantation, it was noted that one of the connections to the left cylinder came apart rather easily. It was the physician's impression that¿s where the device was losing fluid. That cylinder and pump was replaced with a new one. The old reservoir was refilled and left in place.